Manufacturer narrative:
During testing, at power up the device alarmed for 11/004 (less than 2.0 volts on lithium battery) service code alarm. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. The pump was returned to the biomedical dept from the pediatric ward with a report that the device alarmed with a 11/004 service alarm code. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.